Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the bench repair technician on v60 indicating that the battery was depleted. There was no patient involvement reported. The bench repair technician evaluated the device and found that the battery was aged (manufacture year 2015) and needed to be replaced. A review of the diagnostic report (drpt) revealed that there were multiple instances of the ventilator restarting. Once the bench repair technician replaced the battery, the device passed the required performance verification tests per philips standard and was returned to service. The replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual, which indicates that the battery requires replacement every 5 years to ensure proper system performance. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.